Event description:
It was reported that this right ventricular (rv) lead exhibited a non-specific product performance allegation. This rv lead remains in service. No adverse patient effects were reported. Additional information detailed another device was implanted to aid in pacing since this rv lead was exhibiting high capture thresholds. Technical services (ts) was contacted to assist in programming options. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a non-specific product performance anomaly. This rv lead remains in service. No adverse patient effects were reported.